Event description:
This is report 2 of 2 for (B)(4). It was reported that postoperatively to an anterior cruciate ligament reconstruction and a meniscal repair procedure using the milagro advance screw 7x23mm and the milagro advance screw 8x23mm devices, the patient developed an infection. It was reported that the surgery was performed on the patient¿s right side. Patient involvement and injury/infection were reported. It was reported that the event resulted in a revision procedure. There was no alleged malfunction against the devices. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e1: the reporter's facility name, complete address and phone number were not provided. Investigation summary: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number (116l830), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.